Event description:
It was reported that the left ventricular (lv) lead dislodged. The lead was explanted because, the physician made a medical judgement to use a starfix lv lead. While implanting the replacement starfix lv lead, the lobes deployed spontaneously. The replacement starfix lv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned, analyzed, and no anomalies were found. It was noted that there was blood/body fluid on the distal conductor (not obstructed) and the outer insulation had cosmetic environmental stress cracking. (B)(4). The full lead was returned, analyzed, and no anomalies were found. It was noted that there was blood/body fluid on the outer tubing overlay and there was blood in/on the helix/lobe mechanism. Visual comments noted that the lead was received with the lobes undeployed with dried blood on them. Due to dried blood under the overlay tubing and on the lobes it cannot be determined at this time what caused the reported deployment issue.